Manufacturer narrative:
The complaint is inconclusive since the product was not returned for eval. A lhr review is not possible as no manufacturing lot number has been provided by the complainant.

Event description:
Pt underwent ultrasound guided peritoneal access with fluoroscopic tunneled aspira catheter placement. Catheter was initially draining straw colored ascites fluid prior to the placement of a coaxial hub. The catheter was placed to wall suction and the pt experienced increased pain with no drainage. Suction was turned off and then reduced and tried again without results other than the pt again experienced pain. Aspiration was attempted with a syringe with no return and the drainage bag was attached with no return. The catheter was removed. A second aspira catheter was inserted and moderately bloody ascites fluid was observed. The pt became hemodynamically unstable and was admitted to the ICU for blood and fluid resuscitation - (B)(4). Pt was in the recovery room when staff discovered the aspira drain wouldn't drain. Pt went back to surgery to have the initial drain removed and a second one placed. Once the pt was in recovery the second time, her blood pressure dropped. A CT scan showed she was hemorrhaging from her liver. Staff is unsure what caused the hemorrhaging from her liver. Staff confirmed the "coaxial hub" used was a hub provided in the aspira kit.